Event description:
It was reported that the patient underwent a battery replacement and stated she has been having more seizures since the device was implanted. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available.

Event description:
Additional information was received from the patient that she is continuing to have numerous "little seizures". The patient also reported that her voice changes whenever the device is activated, as well as difficulty swallowing. The patient also noted a vns representative had assisted in lowering her settings "some time ago", however the exact date was not provided. Additional information was received that the patient was experiencing voice alteration, dysphagia, and painful stimulation in post-op after her device was turned on. The surgeon had the patient's settings lowered in response, after which the reported events subsided. No other relevant information has been received to date. No known surgical intervention has occurred to date.